Event description:
It was reported that the 9800md was hesitant in the down direction. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the power supply. The system operates as intended.